Event description:
It was reported that a cardiac arrest occurred. A left atrial appendage (laa) closure procedure was performed using a 27mm watchman flx laa closure device with delivery system (wds). During the procedure the patient decompensated and experienced cardiac arrest. Cardiac massage and medication were administered and the patient stabilized. The laa closure procedure was discontinued and the patient fully recovered.

Event description:
It was reported that a cardiac arrest occurred. A left atrial appendage (laa) closure procedure was performed using a 27mm watchman flx laa closure device with delivery system (wds). During the procedure the patient decompensated and experienced cardiac arrest. Cardiac massage and medication were administered and the patient stabilized. The laa closure procedure was discontinued and the patient fully recovered.

Manufacturer narrative:
H6 device code updated.

Manufacturer narrative:
Device analysis: the returned device consisted of the watchman flx wds with the implant in the sheath. The hub, shaft, tip, implant, and core wire were visually, tactilely, and microscopically inspected. Examination of the device revealed the tri-cuts of the device tip were flared and abrasions were present on the inside the of the sheath tip. The sheath contained multiple kinks and the sheath was flattened along its entire length. Buckling of the sheath was evident 30.5-32cm proximal of the tip. Product analysis could not confirm the reported even of cardiac arrest as clinical circumstances could not be replicated.

Event description:
It was reported that a cardiac arrest occurred. A left atrial appendage (laa) closure procedure was performed using a 27mm watchman flx laa closure device with delivery system (wds). During the procedure the patient decompensated and experienced cardiac arrest. Cardiac massage and medication were administered and the patient stabilized. The laa closure procedure was discontinued and the patient fully recovered.